Event description:
It was reported that an unk substance may have come out of the handpiece. Adverse consequences are unk, but at this time there have been no known adverse consequences reported to the MFR.

Manufacturer narrative:
The handpiece was rec'd at the MFR for eval, but based on the quality investigation details the reported complaint could not be duplicated. There was no evidence of leaking found. The device was cleaned and re-lubricated, and worn components replaced in the service process as preventative maintenance. The risk associated with this failure has been addressed. A potential cause to have created an sterilization practices at the account, but it cannot be confirmed at this time.